Event description:
It was reported that during cleaning and sterilization, the customer noted that 'the cables at tip were broken/frayed' on the fenestrated bipolar forceps instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a frayed pitch cable was found at distal clevis hub. There was no damage was found at the clevis. The frayed segments were in various lengths. Instrument passed electrical continuity test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.